Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address groin pain and mechanical symptoms, elevated metal ion levels, fluid collection, osteolysis, and corrosion at the trunnion of the stem.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update 03/24/2014 - medical records were obtained. Medical records identified the dob the complaint and associated MDR's were updated. The information received does not affect the MDR decision. Complaint was updated on 04/08/2014.

Event description:
Update: (B)(6) 2013. Litigation papers received. Litigation alleges that the patient suffers from implant loosening and partial disability.

Manufacturer narrative:
Depuy still considers this investigation closed.